Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported both monitors were rendered inoperable, loss of system functionally. There is no report of patient injury or death.